Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion, white particles, a crack in the valve and delamination of the valve. A leak test and microscopic analysis were performed which identified total delamination of valve and a crack in the valve. Based on the device analysis, the final assessment is total delamination of the valve due to adhesive failure, and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.